Event description:
It was reported to philips that an x-ray generator error caused delayed lateral image display on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
System operational after checks; lateral computer tested successfully. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).